Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a sharp pain in the chest near the device implant. Additional information received approximately eight months later reported that this ICD was returned for analysis, indicating the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and product return status. At this time, no further information is available. Should additional information become available this report will be updated.